Manufacturer narrative:
Initial and final MDR (B)(4) - MDR . - device 9 of 10.

Event description:
Reference number (B)(4). Event occurred in united kingdom it was reported that the patient faced ten infusion set cannula was kinked on 27-may-2024. Patient was hospitalized due to high blood glucode level. The blood glucose level was 38.2 mmol/l and was managed by saline drip. The ketones were also high. The site of insertion was at abdomen. The event occured within three hours of insertion. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.

Manufacturer narrative:
The following tests were completed for 10 samples of lot 6002005: 1. Visual inspection as per 4902148 (criterios de calidad para productos de la familia inset engesp) quality criteria for products of the inset family engesp, version 40. 10 samples visually inspected and no damages or bent. 2. 4802011, flow tests on customer complaints (pruebas de flujo en quejas del cliente), version 10. 10 samples met the criteria of minimum 80ml/minute. Flow test: p1: 150 p2: 320 p3: 200 p4: 120 p5: 250 p6: 205 p7: 240 p8: 1145 p9: 225 p10: 230.

Event description:
To date no additional patient or event details have been received.